Manufacturer narrative:
Investigation findings: the pump was received for evaluation and met all testing specifications; the reported problem could not be duplicated.

Event description:
The customer reported, that this arthroscopic pump displayed an inaccurate pressure during use, resulting in the patient's shoulder being over-extended with fluid during surgery. It was reported that the patient was discharged home, the same day of surgery and no other information was available.